Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's territory manager, the user facility fixed a prong and the issue resolved.

Event description:
It was reported that the flow probe would not zero out. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.